Event description:
A hospital in (B) (6) reported via a distributor that an rt204 adult breathing circuit was found to be open circuit after two days of use on a pt. A heater wire alarm sounded on the humidifier base. No pt consequence was reported.

Manufacturer narrative:
(B) (4): this is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B) (4) . The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the electrical resistance of the heater wire in the inspiratory tube of the returned rt204 adult dual heated breathing circuit was tested using a multimeter. Results: the inspiratory heater wire was an open loop due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. A lot check was not performed as no lot info had been provided. Conclusion: electrical open circuits in heater wire are often associated with improper crimping of the heater wire during production. All breathing circuits are electronically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. Our monitoring and trending of events involving heater wire open circuits in adult breathing circuits has as rate of occurrence (B) (4).